Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's skin irritation was confirmed. The patient reported an abscess and itchiness on her back. The patient got medical attention and the doctor cut and drained the abscess. There are no allegations against the device. There is no indication of serious injury. Follow-up indicated that the skin irritation is improving.